Manufacturer narrative:
(B)(4). Date sent: 12/9/2022. Batch # u93913. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054cn device was returned with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non-functional. However, it worked properly with footswitch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. Additional information was requested, and the following was obtained: did the generator display any error messages and if so what were they?no. Did the device pass the pre-test? Yes. Had the device been working and then stopped?yes.

Event description:
It was reported that during a lap gastrectomy the device could not work during procedure. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.